Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: examination of the returned complaint device revealed tip flaring, stent damage and a hypotube kink. A visual and microscopic examination of the device identified that the tip was slightly flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. A number of strut rows towards the proximal end of the stent were raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube shaft was kinked at 351 mm distal to the catheter strain relief. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. During analysis, the balloon of this device was inflated and deflated without difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the user encountered significant resistance upon advancement and attempted to deploy the stent at 8atms. The directions for use (dfu) state, "if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit." Also, per the dfu "inflate the delivery system expanding the stent to a minimum pressure of 9 atm (912 kpa) for the 2.25 and 2.50 mm stents. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent would not deploy. The 90% stenosed target lesion was located in the midly calcified and moderately tortuous vessel. A 20x2.5mm taxus liberte stent delivery system (sds) was advanced to the target lesion and significant resistance was felt. Once the device crossed the lesion, 8atms was applied to the sds but the stent did not deploy. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications and the patient's status is stable. However, device analysis revealed stent damage.